Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eri, 19 charge processes had been documented. The charge drawn from the battery was checked. The check indicated that the discharge of the battery was not as expected. The current uptake of the device was then tested, which proved to be inconspicuous. An additionally performed long-term study of the current uptake also showed no anomalies. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time met expectations. The ICD was them opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed that the battery discharge was not as expected. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the heat tone of the battery was examined. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened and visually inspected. During the visual inspection, a short-circuit was detected within the battery. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, it can be assumed that the therapy functions critical for the patient safety were fully available throughout the implantation time.

Event description:
After an implantation period of approx. 42 months it was reported that the eri status appears.